Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose (bg) level was "high"; specific value not provided. Customer administer a manual injection and a correction bolus to address bg.